Event description:
We have identified a positive bias in chloride results generated by the siemens atellica chemistry analyzers in our clinical laboratories impacting all reagent lots and all sites using this instrument. It is lot and instrument independent. The laboratory identified a positive bias in chloride values of approximately 4 mmol/l for all results generated by the siemens atellica instrument. It is reagent lot and hardware independent meaning it impacts all sites using the atellica chemistry analyzer.